Event description:
An administrative assistant reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The machine alarmed with a blood leak alarm. There was no harm to the patient. The treatment was completed with a dialyzer from a different lot. The dialyzer is available to be returned for analysis. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: a case with 12 dialyzer from lot 22lu07021 were returned for evaluation. The samples were returned sealed in a prepackaging pouches. No damage or irregularities were visually noted on the dialyzers, specifically there were no irregularities noted that would contribute to the reported event each dialyzer passed the bubble point test with no evidence of an internal leak. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An administrative assistant reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The machine alarmed with a blood leak alarm. There was no harm to the patient. The treatment was completed with a dialyzer from a different lot. The dialyzer is available to be returned for analysis. Additional information was requested but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.